Manufacturer narrative:
A ge rep evaluated the system and replaced the sram and reloaded generator program file. System operates as intended.

Event description:
Customer reported the system displayed a check system error. No pt injury was reported.